Event description:
It was reported that the patient underwent a posterior fusion at t5-6 and t9-t10, using rhbmp-2/acs. At an unknown time post-op, the patient developed an inflamatory reaction, heterotopic bone growth, osteolysis, chronic pain, and underwent additonal surgeries. In (B)(6) of 2008 the patient was diagnosed with chronic pain. It was reported that the patient has continues to have daily severe pain.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.